Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers were performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd eclipse¿ needle had a safety failure and caused a needle stick injury. This was discovered during use. The following information was provided by the initial reporter: material no: 305761 batch no: 9147623 it was reported that there was a needle stick, and a near miss needle stick when cma tried activating safety piece and fell off. It was also reported that needles are flimsy and bend easy. Per customer email: we had a needle stick a few weeks ago. I brought it up during a safety call, and mentioned that I had comments from staff about the quality of the needles. I just heard today about a ¿near miss¿ where the safety piece literally fell off when the cma tried to activate it. It could have easily been another stick. The needles are flimsy and bend easily. Trying to activate the safety piece causes the needle to bend. Several clinical staff have brought this to my attention this week. Per customer response email: I am a cma, I am replying to the above reference number. We have had several complaints with our staff in regards to the bd eclipse needle. The initial incident for me took place on (B)(6) 2019, I gave a flu shot and after withdrawing the needle I pushed up on the safety device. Not knowing that it hadn¿t clicked into place, I reached for the band aid and stuck my opposite hand with the needle, it bled quite a bit for a finger! Apparently you really have to push hard to get the safety to click over the end of the needle, the needle often bends and bows when doing this. I immediately contact our employee health department and went thru the proper channels, I had my blood drawn as well as the patient and we were both negative on all screenings. After this incident, we were giving injections to a child and while pushing up on the safety it actually broke off from the needle and fell to the floor. The same thing happened again when I attempted to engage the safety when pressing it against the exam table.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle had a safety failure and caused a needle stick injury. This was discovered during use. The following information was provided by the initial reporter: material no: 305761 batch no: 9147623. It was reported that there was a needle stick, and a near miss needle stick when cma tried activating safety piece and fell off. It was also reported that needles are flimsy and bend easy. Per customer email: we had a needle stick a few weeks ago. I brought it up during a safety call, and mentioned that I had comments from staff about the quality of the needles. I just heard today about a ¿near miss¿ where the safety piece literally fell off when the cma tried to activate it. It could have easily been another stick. The needles are flimsy and bend easily. Trying to activate the safety piece causes the needle to bend. Several clinical staff have brought this to my attention this week. Per customer response email: I am a cma, I am replying to the above reference number. We have had several complaints with our staff in regards to the bd eclipse needle. The initial incident for me took place on (B)(6) 2019, I gave a flu shot and after withdrawing the needle I pushed up on the safety device. Not knowing that it hadn¿t clicked into place, I reached for the band aid and stuck my opposite hand with the needle, it bled quite a bit for a finger! Apparently you really have to push hard to get the safety to click over the end of the needle, the needle often bends and bows when doing this. I immediately contact our employee health department and went thru the proper channels, I had my blood drawn as well as the patient and we were both negative on all screenings. After this incident, we were giving injections to a child and while pushing up on the safety it actually broke off from the needle and fell to the floor. The same thing happened again when I attempted to engage the safety when pressing it against the exam table.